Manufacturer narrative:
Manufacturer is currently investigation the case.

Event description:
On (B)(6) 2024, a total knee arthroplasty (tka) was performed by the surgeon. The patient was a 74-year-old male weighing 88.45 kg (195 lbs). During routine postoperative radiographic assessment, an abnormal finding was observed. The x-rays revealed a larger than expected radiolucent gap between the implanted tibial stem and baseplate. Upon careful evaluation of the x-rays, surgeon determined that the risks and complications associated with revision knee arthroplasty outweighed the benefits of correcting the observed gap. The surgeon concluded that maintaining the current implant position would be less detrimental to the patient's health and recovery than performing a revision surgery to address the gap.